Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of left shoulder components due to patient having the inability to raise arm and pain. Possible tear. This event report was received through clinical data collection activities.

Manufacturer narrative:
The most common causes of rotator cuff injury are due to acute injury or degenerative injuries (repeated over use) that can commonly occur to people over 40 years of age. There is no indication that there was a malfunction with the device, the most likely cause of the rotator cuff injury is related to patient condition. The device is intended for individuals who have degenerative disease of the shoulder. Indications for use: the shoulder system is indicated for use in skeletally mature individuals with degenerative diseases or fractures of the glenohumeral joint where total or hemi- arthroplasty is determined by the surgeon to be the preferred method of treatment. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon in order to ensure subscapularis healing is complete. Normal wear of the implant given the state of knowledge at the time of its design cannot in any way be considered to constitute a dysfunction or deterioration in the characteristics of the implant.

Event description:
It was reported and is noted that the patient had a postero-sup rotator cuff tear. Revision surgery was conducted on (B)(6) 2016 with the outcome noted as resolved. No additional information provided. Associated mfrs for this event: 1038671-2017-00381, 1038671-2017-00382, 1038671-2017-00383, 1038671-2017-00384, and 1038671-2017-00385.